Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported three loose infusion sets in which the tubing came apart while the patient was changing the set. This issue occurred on the first day of infusion use and the site location was her abdomen. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 24-oct-2019: follow-up information was submitted because result of complaint investigation of the returned used device (2 inserted sets). Showed that all tests results were in accordance with specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported three loose infusion sets in which the tubing came apart while the patient was changing the set. This issue occurred on the first day of infusion use and the site location was her abdomen. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.